Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The drug is unknown. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspections were performed and revealed fluid inside the package that contained the device. The cause of the fluid inside the package was determined to be untightened blue winged luer cap. The luer cap was manually tightened and functional leak testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.